Event description:
It was reported that during insertion for a total knee procedure, the tip of the pin fractured. Approx 2mm of the pin remains in the pt's tibia. An alternate pin was used to complete the procedure. There are no plans to remove the fragment at this point.

Manufacturer narrative:
The pin fragment was not returned to the MFR for investigation. If further info is received, a follow up report will be filed.